Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented for a scheduled procedure. Upon review, it was discovered that the right ventricular lead exhibited oversensing resulting into brief inhibition of pacing. It was noted that the patient had lightheaded spells corresponding to the episodes. The lead was explanted and replaced. During the procedure, the physician observed the course of the atrial lead and how it followed a steep curve where it exited the subclavian vein; because of this, the physician thought it was at risk for developing problems down the road, so the lead was also extracted. The patient was stable before during and after the procedure.